Event description:
Pt reported obtaining a blood glucose result of 85 mg/dl, while using the suspect device. Based on this result, pt reportedly had breakfast and a glass of mild, approx 15 mins later, pt retested blood glucose and obtained a result of 115 mg/dl. Pt noted that, despite obtaining a normal reading on the suspect device, he was experiencing hypoglycemic symptoms. Based on symptoms, pt sought treatment at the hosp. Pt indicated that, upon arrival in the hosp, he was immediately treated for hypoglycemia (details of treatment were not provided). Pt's blood glucose was not immediately tested. Pt noted that 2 days after he was admitted, he performed a meter-to-meter comparison. Pt's blood glucose reportedly measured 130 mg/dl, on the suspect device, and 80 mg/dl, on a hosp blood glucose monitor. Pt was reportedly hospitalized for treatment of blood glucose concerns for 8 days. Pt's current condition: "fine now." Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.